Event description:
It was observed that during the device evaluation, the rigid video scope exhibited light source function, component failure of the lg bundle, and 3d image, function malfunctioned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.